Event description:
It was reported that a user experienced repeated scan errors when attempting to scan a freestyle libre 3 plus sensor with the ilet, and after standard scan error troubleshooting the issue persisted until the user replaced the sensor, which then entered warmup successfully. No adverse clinical symptoms reported. Outcomes included no alerts or alarms from the ilet and no medical interventions or hospitalizations. User support included user-guided troubleshooting and education, as well as confirmation that the replacement sensor-initiated warmup. Investigation of this case revealed a suspected sensor-related scanning malfunction that resolved with sensor replacement, indicating a probable device-to-sensor communication issue attributable to the sensor. It was concluded, based on previously established findings for similar reports, that the cause was a user device interaction issue related to the external sensor rather than a malfunction of the ilet.